Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late thrombosis occurred. A 3.0x32mm taxus express2 drug eluting stent was implanted in a right coronary artery. Approximately 5 years later the pt presented with an acute myocardial infarction. The pt had stopped taking plavix one month prior to the event. A thrombectomy catheter was used to aspirate the thrombus. The stent was then reported to be patent, and the pt was restarted on plavix. No further pt injuries or complication occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.